Manufacturer narrative:
Device evaluation summary: according to the reported information, the patient experienced paresthesia and a deflation in the breast implant. During visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis wasunable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, paresthesia. Concomitant products: 425cc mentor siltex round moderate profile, catalog # 3542670, lot # 164571. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a 425cc mentor siltex round moderate profile saline breast implant and experienced postoperative right-sided deflation and paresthesia, confirmed by a physician. The patient experienced ¿burning/heat¿ in the right breast. As a result, the patient underwent explantation and replacement with unspecified mentor saline breast implant on (B)(6) 2019.